Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement procedure. Reportedly, there was significant resistance during advancement of the device, most likely due to the perclose sheath getting caught in the subcutaneous tissue. The prostyle shaft bent due to extreme force used to enter subcutaneous tissue tract and there was a failed deployment because the device was not completely in the vessel and the needles did not successfully deploy around the arteriotomy of the vessel wall. The sutures of four new devices were successfully pre-placed. The sheath was upsized to a 22f sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures of the four devices. There were no reported adverse patient effects. No additional information was provided.